Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed along the infusion set tubing. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose was 300mg/dl.